Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had been in use for eleven years, however the battery "depleted rapidly at the end". The ipg was explanted and replaced. No patient complications have been reported as a result of this event.